Manufacturer narrative:
(B)(4) the dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 10/26/2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2016. Patient reported that they had a lot of little red dots that were raised and itchy. Reaction was located in the area underneath and around the sensor adhesive pad. On (B)(6) 2016, the patient saw her endocrinologist regarding the skin reactions from the sensor adhesive pads. Patient was prescribed and tried different skin barriers but still received reactions. The affected area was treated with over-the-counter cortisone cream. Additional event or patient information is not available. No product or data was provided for evaluation. The reported skin reaction was not confirmed. A root cause could not be determined. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites.